Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device interrogation, stored egms revealed an svt episode. When the morphology discriminator was reviewed, it was classified as vt. Programming changes were recommended. Patient condition was good.